Event description:
Device 2 of 4. Reference MFR report: 1627487-2013-04758. Reference MFR report: 1627487-2013-04760. Reference MFR report: 1627487-2013-04761. It was reported the pt had requested for the scs system to be removed. Follow up with the pt identified the pt was experiencing heating at the ipg site while using the charging system. The pt had reported the system turned on and off randomly. Additionally, the pt reported she had experienced jerks and spasms. The pt did not want to speak with sjm technical personnel. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to hearing while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.